Event description:
Report from another country states that a tubing leak occurred two tubing sets during use. Both tubing sets were from the same lot number. No pt injury or medical intervention was reported. The tubing set was on the pt.

Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow-up report will be submitted when the evaluation is completed.